Event description:
It was reported that the patient presented in the ER after receiving inappropriate therapy. Noise was observed on the lead. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found insulation abrasions.